Manufacturer narrative:
(B)(4). Upon carefusion's investigation; a follow up emdr will be submitted.

Event description:
Doctor was attempting a biopsy on patient and when he went to remove it, the handle fell off. They had to dissect down to remove the needle. Adequate sample was obtained despite failure, patients current health status is "fine" and did not require additional intervention or treatment.

Manufacturer narrative:
(B)(4). The sample submitted for evaluation was not the actual sample used in the complaint event. Consequently, evaluation of the sample was not able to identify a probable root cause since the sample did not display the reported failure mode. Evaluation of the provided pictures of the actual complaint sample noted only the stylet was included in the picture. The evaluation easily noted the stylet was bent during use since the stylet was contaminated during use. The investigation noted that the biopsy needle assembly (which includes both the stylet and cannula) would have been culled from the manufacturing process if that type of bend would have been present on the biopsy needle. The most likely source of the reported failure mode was excessive lateral stress applied to the needle assembly during use resulting in the needle bending. However, since the entire needle assembly was not provided for physical evaluation, this probable cause could not be evaluated further. No adverse trend was detected for this failure mode, dates reviewed, march 2014-january 2016. The most potential cause for the reported failure mode is excessive lateral stress applied to the needle during the placement of the biopsy needle by the clinician. However, since the actual sample was not provided for evaluation, the investigation was not able to confirm this potential cause. Based on the identified potential cause for the reported failure mode, bd advises against excessive lateral stressing of the biopsy needle during the placement and use of the need to perform a biopsy procedure. This failure mode will be entered into the complaint tracking system and tracked and trended for future occurrences of any similar failure modes.